Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical proctectomy surgical procedure, the jaws of the fenestrated bipolar forceps instrument unexpectedly malfunctioned. The operator observed that the damage was to the wrist cable, leading to an immediate replacement. The procedure was completing as planned with no reported injury.